Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, t-nut loose, due to wear of lock engagement lever, up/down knob could not be locked securely, due to deformation of electrical connector guide pin, water tightness lost, due to a pinhole on the angle rubber, water tightness lost, due to a scratch on objective lens, the image had dark partially area, objective lens shaved, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to deformation of bending tube, bending angle in up direction exceeds the standard value, bending tube damaged. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope was not accepted in the soluscope automated endoscope reprocessor (aer) due to deformation of electrical connector guide pin. Upon inspection and testing of the customer returned device, a gap was found in the adhesive on the distal end and stain entered inside the lens through the gap. In addition, there was a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed dirt that penetrated inside the lens through gaps in the adhesive at the distal tip could be determined. Olympus will continue to monitor field performance for this device.